Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from the homechoice cassette. The gray membrane inside the gasket of the cycler was wet and covered in bubbles. Renal therapy services (rts) reviewed proper procedures per the user manual with the patient and discussed capd (continuous ambulatory peritoneal dialysis). There was no report of patient injury or medical intervention associated with this event. No additional information is available.